Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the hospital that the patient expired on (B)(6) 2014.

Manufacturer narrative:
Additional information: a specific cause for the reported multi-system organ failure and a correlation to the evaluation of the returned pump could not be conclusively determined. Upon disassembly of the pump, examination of the sealed inflow conduit revealed depositions of tissue and blood found in the lumens of the inlet tube, knitted graft, and inlet elbow. The depositions appeared to have developed due to poor surface washing as the result of a low flow event or an interruption in flow through the pump; however, a specific cause for the interruption in flow could not be conclusively determined. Examination of the remaining blood-contacting surfaces revealed depositions of soft tissue found on the inlet bearing ball, the outlet bearing cup, the body of the rotor, and in the proximal-side of the outlet stator. The structure of the depositions suggests that they did not develop in these areas. Although their origins could not be conclusively determined, the depositions lacked laminated layering and areas of denaturing, suggesting that they were not likely present while the pump was supporting the patient. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump was cleaned, reassembled and functional tested under loaded conditions using a mock circulatory loop. The retrieved data from our testing revealed normal pump power consumption comparable to what was recorded during the manufacturing process and the pump functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing this file on this event.

Event description:
Additional information: the patient¿s cause of death was reported as multi system organ failure.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. The manufacturer is attempting to acquire additional information regarding the reported event. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.